Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not power on intermittently and the service indicator is present. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, physio replaced the power supply assembly. After observing proper device operation through functional and performance, the device was returned to the customer for use. The cause for the reported issue could not be conclusively determined.